Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/11/2016 with the following findings. Investigation revealed a dim and discolored display. The battery cap threads were stripped and were unable to secure. A test cap was able to secure for testing. Unrelated to these issues, the pump was returned with the bolus button cover missing, making further testing of bolus button impossible. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. This report is made based on results of investigation completed on 08/11/2016. Investigation revealed a dim and discolored display. The battery cap threads were stripped and were unable to secure.